Event description:
Additional information was received that there was blood in the header.

Event description:
During a routine device replacement, the right ventricular (rv) lead was not able to be removed from the rv port of the header of the device. The header of the device was broken, and the rv lead was removed. A new device was successfully implanted. There are no patient consequences.